Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of (246 mg/dl)in the morning. The customer changed the infusion set site and took a bolus to stabilize bg level. The customer stated to believe that the previous infusion set site was inserted wrong. However, it was not confirmed. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.